Event description:
It was reported that the elbow connector was loose, not fitted, falling off to the touch. No patient injury was reported. Additional comment from customer : (B)(6) 2021 - checked all the stock at department. There were 80 in stock. 35 were good. One sample from each lot will be return. There was another complaint that was opened before for the similar issue from this customer.

Manufacturer narrative:
This MDR was generated under (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. The sample consist of one disposable anesthesia breathing circuits sample unit the sample was received in used conditions without original package. The sample was visually inspected at a distance of 12 inch under normal lighting conditions. Per physical evaluation no unusual conditions are observed. The elbow connector was pulled off from the another connector to detect any unusual functions. Elbow connector was not loose from the assembly; complaint is not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions are required since the complaint is not confirmed. UDI and g5: PMA/510k are unknown.